Manufacturer narrative:
Additional information: autopsy results were received. This confirmed an aortic annular rupture (0.5cm), less than 1cm inferior to the origin of the left main coronary artery. There was severe pericardial tamponade (600ml blood). The bioprosthetic valve was appropriately positioned in the native valve, and structurally intact. There was a myocardial hematoma and pericardial fat adjacent to the left main coronary artery and rupture site. The coronary arteries were patent with moderate to severe calcification. There was severe calcification of the thoracic and abdominal aorta.

Event description:
During a transfemoral tavr procedure, post deployment of a 26mm sapien xt valve, a moderately sized pericardial effusion was observed. The patient was deemed inoperable, and despite resuscitation efforts, expired at the time of the procedure. Concerns of a narrowed, effaced sov and calcified native leaflets were discussed prior to the procedure. Percutaneous left femoral access was obtained. Serial dilation was performed without difficulty and an 18fr esheath was inserted. Balloon aortic valvuloplasty (bav) was performed under rvp. The patient was hemodynamically stable immediately following bav. Per the surgeon¿s request, the xt valve and delivery system (ds) were prepared ¿light¿ with 2ml less volume in the ds balloon. The xt valve was deployed using slow inflation, under rvp in an ¿ideal¿ position of 60:40 aortic/ventricular (a/v). Post deployment transesophageal echocardiogram (tee) indicated trace posterior paravalvular leak (pvl). During tee evaluation, a precipitous drop in arterial blood pressure was noted. Immediate tee evaluation did not show evidence of a pericardial effusion. CPR was initiated. The patient was placed on cpb. Nitroglycerin 100 mcg ic was administered. Immediately upon being placed on bypass, the patient went into ventricular fibrillation and was shocked 260j once. The patient returned to sinus bradycardia (hr 45mmhg). Backup pacing was initiated at a rate of 70 bpm. Several contrast injections were performed into the aortic root, and contrast staining was noted inferior to the left coronary ostium. The patient remained hemodynamically unstable. It was uncertain whether a global ischemic event, a cardiac tamponade, an aortic dissection, or an aortic rupture caused the hemodynamic compromise. The patient remained on bypass. Tee noted that despite the ventricle being decompressed, there was no left ventricular activity. The pacemaker was turned off and pea was noted on the cardiac monitor. A moderately sized pericardial effusion was noted on tee. The patient was inoperable and it was felt that an open surgical procedure was not an option. The patient remained on bypass to allow circulation of medication and to allow the heart ¿a resting period¿ s/p cardiac arrest. The patient was weaned from bypass, and the left ventricle was slowly filled. Again, no cardiac activity was noted on tee, and the underlying rhythm was pea. The decision was made to cease resuscitation efforts and the patient was pronounced. The cause of the pericardial effusion cannot be determined. It was suspected that an annular rupture occured. Autopsy results are still pending. The patient¿s annulus measured 22mm by tee (valve area of 530mm2 by intraoperative 3d tee) and 21.4mm x 27.2mm by CT (valve area of 461mm2). Mild annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported. The sov measured 27.2mm

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion and subsequent patient death cannot be confirmed. In addition to the procedure itself, patient factors (effaced sov and calcified native leaflets) potentially contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.